Event description:
Internal testing of a retained kit unit of catalog 4401-1030, lot 1733 produced results in which product package insert quality control criteria were not met due to elevated background signal.